Manufacturer narrative:
In the inspection at the time of receipt, it was confirmed that the handle screw was worn and that the cable and joint were deformed. Parts were replaced, disassembled and cleaned, lubricated, and adjusted. A repair / inspection completion sticker has been attached. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from (B)(6) service and repair team regarding a product used in spinal therapy. It was reported that the knob for fixing the arm does not turn. Initial reporter information and patient information cannot be provided due to the restriction by privacy regulation. Additional info received. There was no patient involved. The product did not come in contact with the patient. Event date: (B)(6) 2020 procedure details: med levels implanted: confirmed but unknown